Event description:
In january 2006 the lay user/patient contacted lifescan alleging that his one touch ultra was reading inaccurately high. The patient felt that his meter readings have been going up and down for a while but could not specify a start time. In december 2005 (8:24am), the patient obtained a pre-breakfast reading of "5.8 mmol/l" and immediately took his regular dosage of insulin (4 units of humulin r and 24 units of humulin l). At the time of the test, the patient did not experience any diabetic symptoms, which correlated with his meter reading. Usually after taking insulin, the patient eats his breakfast right away but on this day the patient decided to take a shower first, felt dizzy, became unconscious, and passed out in the shower (about 10 minutes after taking insulin). The patient's wife contacted the emergency services right away. During the wait, the patient received table sugar from his wife. The emergency services came and performed the following on the patient: obtained a "1.0 mmol/l" on their meter, administered an IV (glucose and sugar mix), and made sure that the patient was up to 4 mmol/l prior to leaving (9:30-10am). The meter, test strips, and control solution were replaced. This complaint is being reported because the patient became hypoglycemic within 10 minutes of testing and taking his regular insulin dosage of humulin r and humulin l. The onset of action for humulin r is expected to be about 30 minutes (varying by individual); however, the patient reacted to the insulin in about 10 minutes. This may indicate that patient's blood sugar level, prior to taking his insulin, may have been lower than what the meter reported. If so, the patient could have withheld insulin and prevented hypoglycemia.